Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Unit received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and loose and protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump act and esc keypad buttons are not responsive and are hard to press. Customer does not recall any significant events leading to the error but indicated that the issues has been occurring over the past six months. Customer indicated that over the past six months, their blood glucose has been between 90 mg/dl to 300 mg/dl. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.